Event description:
It was reported that a cartridge alarm 30 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed that the customer had experienced consecutive cartridge alarms, leading to the decision to replace the pump. The customer understood the instructions to return the malfunctioning pump and was sent a replacement pump.